Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-07457. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to clinic with an alert for eri. One month prior, the battery voltage was within normal range. Rapid battery depletion to eol was observed. Device was explanted and replaced.